Event description:
Follow-up identified the issue still persists. Reportedly, the patient will undergo a new trial to address the issue at a future date.

Event description:
Additional follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein a new lead was implanted to address the issue. Reportedly, the original lead remains implanted as well. Therapy was restored postoperatively thus resolving the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's therapy changed approximately one month ago. Reportedly, system diagnostics identified high impedance values on all contacts of the lamitrode lead (model 3244). Surgical intervention may be undertaken as the next course of action.